Event description:
Coiling treatment of an aneurysm. It was reported that the coil prematurely detached during delivery. The coil was fully inside the aneurysm and looked unstable. The physician decided to leave the coil in because there was a stent covering the neck of aneurysm. No pt injury reported.

Manufacturer narrative:
The device was returned for eval, and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.